Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced cardiac perforation that required pericardiocentesis. The patient had a perforation and pericardial effusion after the procedure was completed. The pericardial effusion was confirmed with intracardiac echocardiography (ice) when checking for an effusion post-procedure. The patient had no visible symptoms. The medical intervention was a pericardiocentesis. The patient was discharged. It was not believed that anything was wrong with the catheter. It was reported to have been believed that too much force was applied to a thin area. Additional information was received. The adverse event was discovered after use of biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was procedure related. The patient fully recovered and did not require extended hospitalization. No transseptal puncture was performed. Prior to noting the adverse event, ablation was performed. No steam pop was evident. The adverse event occurred during the ablation. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced cardiac perforation that required pericardiocentesis. The device evaluation was completed on (B)(6)2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).